Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a supraventricular tachycardia ablation procedure, a leak was noted from the end of the catheter and the saline pump. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, therapy cool flex ablation catheter was received for evaluation. The reported leak was unable to be confirmed due to the condition of the returned device. The female luer lock was blocked with a dried substance. Functional testing was not possible due to the aforementioned blocked luer. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported issue remains unknown.